Event description:
Facility staff alleges that the siderail will not lower and that a staff member reported an injury.

Manufacturer narrative:
Technician found intermediate right siderail latch handle was broken and siderail would now lower. Nurse received a scratch to the hand which was treated with a band aid. Replaced all four siderail latches to resolve this issue. Bed located in ICU.